Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue on (B)(6) 2025, as the tape did not remain adhered long enough and got fell off. No further information available.